Event description:
A literature report received with the title,"safety of one-piece hydrophilic acrylic intraocular lenses in the ciliary sulcus". This study aimed to assess the short- and long-term safety of ciliary sulcus-placed hydrophilic acrylic iols compared to hydrophobic 3-piece iol lenses, which are considered suitable for sulcus fixation. Thirty-eight eyes met the inclusion criteria and were included in our analysis, twenty three with non company lens (60.52%) and fifteen (39.47%) with company three piece lens. There was a report of lens decentration, 1 (6.67%). Additional information has been requested. Literature citation: sharon t, lippin n, yehezkeli v, dar n, belkin a, assia ei. Safety of one-piece hydrophilic acrylic intraocular lenses in the ciliary sulcus. Journal of clinical medicine. 2025 mar 14;14(6):1972.

Manufacturer narrative:
The product was not returned. The literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A root cause could not be determined for the reported event. This file was opened from a literature report: safety of one-piece hydrophilic acrylic intraocular lenses in the ciliary sulcus. This was a retrospective cohort study, that reviewed files of all consecutive cataract extraction patients who underwent cataract surgery at the (B)(6) medical center between (B)(6) 2014 and (B)(6) 2016. It included patients in whom the iols were implanted into the ciliary sulcus with no additional fixation. Per the study, no patient in either group developed significant complications after the implantation of an iol to the ciliary sulcus. ¿due to the retrospective nature of this chart review, with no pre-set follow-up protocol, we could not accurately document the duration of any of the post-operative finding.¿ the study concluded that hydrophilic iols can be safely placed in the ciliary sulcus and are non-inferior to the implantation of three-piece hydrophobic iols in the sulcus. In our cohort, with an average follow-up of approximately four years, no ugh was diagnosed, and none of the lenses were explanted the IFU states the ma60ac lens is intended for placement in the capsular bag. Literature citation: sharon t, lippin n, yehezkeli v, dar n, belkin a, assia ei. Safety of one-piece hydrophilic acrylic intraocular lenses in the ciliary sulcus. Journal of clinical medicine. 2025 mar 14;14(6):1972. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR, information in d.10 was inadvertently removed from submission. It has been added for submission. The manufacturer internal reference number is: (B)(4).